Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately 3 years post index procedure, where a type ia endoleak was observed. The physician has elected to re-intervene on an unscheduled date by implanting a palmaz stent at the level of the sealing rings. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was determined to be user related, due to the location of the sealing ring placement. The aneurysm started just below the sealing ring and the emergent nature of the placement (cautionary product use) in a rupture aneurysm also likely contributed to the event. The final patient outcome was discharged to a skilled nursing facility on post-operative day thirteen for therapy and rehabilitation. No additional patient sequelae has been reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).